Manufacturer narrative:
The device remains implanted, therefore, no product analysis can be performed. Without return of the valve, a conclusive cause cannot be determined. A supplemental report will be filed if the device is returned or if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve into a calcified native valve, the implant was unsuccessful and the valve was deployed into the patient's aorta with no reported residual effects. A new valve was implanted. No other adverse patient effects were reported.